Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an attempt was made to pull the valve higher into the annulus. The valve was deployed less than 1/3 of the way when it dislodged out of the aortic annulus. An attempt was made to recapture the valve into the introducer sheath, but the frame loops released from the delivery catheter system (dcs) tabs. The valve was left implanted in the distal abdominal aorta. A second valve was successfully implanted. No adverse patient effects were reported.